Event description:
A report was received that the patient underwent an explant procedure. The patient was having gastrointestinal issues and the patient was advised by the physician to have the device removed. Device malfunction was not suspected.

Event description:
A report was received that the patient underwent an explant procedure. The patient was having gastrointestinal issues and the patient was advised by the physician to have the device removed. Device malfunction was not suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm .the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician does not believe the gastrointestinal issue were device related.